Manufacturer narrative:
Date of death unknown. (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for implant of an artificial cervical disc. It was reported that post-op the patient presented to the ER with bladder discomfort. Patient also reportedly had neurologic complications in the immediate post-op period. Ap and lateral x-rays were taken and showed the device in place and in ¿perfect¿ orientation. At 2 days post-op, the patient was transferred to another facility where a revision surgery was done to remove the device and perform an acdf at the previously treated level and for a posterior cervical release. After surgery the patient reportedly needed a tracheostomy, but the patient decided he did not want to have the tracheostomy the rest of his life and opted out. The patient later passed away. The reason for the patient¿s complications is unknown.